Manufacturer narrative:
Additional information received on 03 february 2017 and includes: it was confirmed that the products are not available for further investigations (on the contrary of what previously reported in the initial report).

Manufacturer narrative:
Batch reviews performed on 30 january 2017. Lot 151871: (B)(4) items manufactured and released on 06 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Quadra-h cementless, ha coated stem size 4 std, short neck, code 01.12.24sn, lot. 146382 (k093944) (B)(4) items manufactured and released on 08 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The surgeon wasted 2 stems and a ceramic head during a primary bilateral total hip. When the surgeon implanted the stem, it sat higher than the broach. The stem sat approximately 8mm to 1cm too high on both the left and right hip. The surgeon removed the stem, rebroached, and implanted a new stem on both the left and right hip. This caused about a 10 minute delay in surgery. The surgery was completed successfully. The implant will be available for investigation.